Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to damage. It was reported that the patient's tortuous anatomy resulted in the sheath becoming kinked, the tip of the lead was bent and the helix would not extend. High thresholds and high impedance were also noted. The rv lead was replaced with no issues. No patient complications have been reported as a result of this event.